Event description:
It was reported that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. No intervention was performed. There patient was stable.